Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for the event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, on (B)(6) 2015, a patient of unknown gender and age presented for an endovenous laser procedure. When opening the sterile packaging during prep, it was noted the fiber had fractured inside of the package. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. The reported defect device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 65cm nevertouch fiber. A visual review of the fiber noted no obvious defects. The fiber shaft was thoroughly examined and no cracks were evident. When viewed under a microscope, the sma cleaved end appears to be chipped. The customer's reported complaint description of a crack on the fiber is confirmed, although the term "cracked" was referencing a chipped sma and not a fiber fracture. A root cause for the complaint description cannot be determined, however it does not appear to be manufacturing related. A possible contributing factor could be due to handling damage. The returned fiber had damaged to the sma cleaved end. This can happen if the sma is not properly coupled to the laser unit. Based on the event, this complaint was initially assessed for reportability. Based on a review of the returned sample, this event does not meet the criteria of a reportable event. The crack in the fiber, as reported by the customer, was a chip in the cleaved end of the fiber. This type of failure has not resulted in a previous MDR nor would it not cause or contribute to a death or serious injury. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).